Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron 070) was fractured approximately 93.0 cm from the hub and ovalized in multiple locations. Conclusions: evaluation of the returned device revealed that the neuron 070 was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully retracted from its packaging tube at extreme angles, damage such as this may occur. Further evaluation of the returned device revealed that the neuron max was ovalized in multiple locations through it length. This type of damage likely occurred due to forceful handling during preparation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the scrub technologist removed the neuron 6f 070 delivery catheter (neuron 070) from its packaging. Upon flushing the neuron 070, the technologist noticed that the neuron 070 was broken. The damaged neuron 070 was found prior to use in the patient and therefore, was not used in the procedure. The procedure was completed using another neuron 070.